Event description:
The manufacturer received a voluntary medwatch (mw5102506) alleging a bilevel continuous positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop tongue cancer. The patient had radiation and chemotherapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).